Manufacturer narrative:
Event date: exact date unknown, event occurred (B)(6) 2020 the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.